Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: each key on the keypad was pressed and there was an audio queue from the speaker each time. A 100 ml infusion was started, the pump was detached from the cassette, and the cassette loading error alarm was triggered accompanied by the audio queue from the speaker. The 100 ml infusion then ran until completion and an infusion complete alarm was observed, including the audio queue from the speaker. The reported issue of "no alarm" is not confirmed. The pump meets passing criteria.

Event description:
A distributor of infutronix received a complaint from a senior building service coordinator who reported "no alarm". Device operator is unknown. Medication being infused is unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Clarification to MFR site email address: email address for MDR contact is (B)(6). Provided due to character limitation. Device has been received. A follow up medwatch will be submitted when the analysis is completed.